Event description:
Consumer complaint of low blood results. Expected blood glucose results is less than 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing results to true2go meter and both produce low results. Back to back blood test performed during call after meal ((B)(6) 2015; 9:44pm) with results of 102 mg/dl with trueresult meter and 137 mg/dl with true2go meter. Verified storage of test strips is not within specification since they are kept in kitchen cabinet. Test strip lot manufacturer's expiration date is 05/22/2015 and open vial date not verified. Recall test results performed from meter memory: 162mg/dl (B)(6) 2015, 10:36pm, 134mg/dl (B)(6) 2015, 10:41am, 83mg/dl (B)(6) 2015, 11:10am, 68mg/dl (B)(6) 2015, 10:56am, 55mg/dl (B)(6) 2015, 01:30pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference, or user reused test strip, or user's test strip had poor fill.